Event description:
During massive transfusion protocol, rn initiated infusion of platelets via rapid infuser and immediately noticed dripping outside of chamber where platelet bag was spiked. Infusion was stopped and all connections and bag were checked for holes and none were found. Infusion was restarted, again dripping was noted immediately. Infusion was stopped, tubing was changed and infusion restarted. No further dripping was noted. Manufacturer response: for IV fluid administration set, level 1 normothermic IV fluid administration set (per site reporter). Equipment complaint reported. Biohazard return kit requested. Tubing flushed with bleach solution. Product will be returned to smith medical when biohazard return kit arrives.